Event description:
Per surgeon, the electrode array was not successfully inserted in the cochlea during the initial surgery. The patient's device was explanted in 2007, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This is a final report.